Event description:
The customer reported that the ortho provue analyzer did not dispense fluid properly.

Manufacturer narrative:
The customer reported that the ortho provue analyzer did not dispense fluid properly. An ocd field engineer (fe) arrived on site. The fe performed repairs and the appropriate adjustments to return the analyzer to expected operation. Incorrect dispense can lead to variation in antibody/antigen ratio and erroneous test results. Based on the available info, mts could not rule out provue malfunction as a contributing factor. If this incident were to recur undetected, erroneous resuts may occur, leading to possible transfusion of incompatible blood.